Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a windows updates which required reboot. A technical support specialist (tss) confirmed that both reported stations had no pending windows patch updates and had been rebooted on 15-mar-2026 at 3:01 am due to a required update installation. The customer was advised accordingly and later confirmed that there were no further issues after following the instructions. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two stations froze while users were in the process of adding temporary patients. However, there were no delays, adverse events or injuries reported based on this event.